Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required prolonged hospitalization. After the procedure was completed, a cardiac tamponade was confirmed by echocardiography. Drainage or other interventions were not performed. The patient's prognosis was stable after that. Patient fully recovered however required extended hospitalization. The physician considered that the cause might have been the increase of the contact force during the procedure. Ablation was performed before cardiac tamponade was confirmed. Atrial septal puncture was performed. No steam pop was confirmed. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31459772l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-jan-2025, bwi received additional information regarding the event. It was confirmed that inaccurate force readings did not occur--only increased contact force. The physician found increase of the contact force during the procedure may have caused the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).